Manufacturer narrative:
The reported failure of thermal issue is accommodated in the product risk management file as being linked to hazard with description fire, flame, smoke. Complaints for this failure were reviewed to assess for the observed probability levels and compare with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. The device mentioned in this complaint has exceeded its useful life per the applicable IFU.

Event description:
A trilogy100 ventilator, u.s.a., was returned to a third-party service center for routine preventative maintenance. There was no report of patient harm or injury associated with the event. The device was not reported to be in patient use. During evaluation at the third-party service center, the device failed testing due to a motor temperature reading above 50 degrees celsius. Evaluation determined that replacement of the blower assembly was required due to electrical damage. Additionally, the device failed the pressure sensor calibration test. The issue was resolved by repositioning the hoses. The device¿s base enclosure, dc power connector, rear enclosure assembly, and enclosure seal kit were also replaced due to physical damage. The device was serviced, inspected, and tested, and subsequently met acceptance criteria in accordance with applicable customer requirements.